Event description:
Reporter alleged obtaining a result of 62 mg/dl on the aviva system compared back to back with a result of 173 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated she took nph 1.5 hours prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.